Manufacturer narrative:
Covidien reference number: (B)(4). The affected product was returned for evaluation. Air was applied to the cuff and it was observed that the cuff deflated immediately. A visual inspection noted the cuff presented a tear. The failure mode of a tear in the cuff was confirmed.

Event description:
It was reported that about ten minutes after insertion of the adult flexible tracheostomy tube, an audible leak was noted. More air was inserted in the cuff, which solved the problem for several hours. Eventually the leak occurred again, and the tube needed to be replaced. The tube had been in use for about eight (8) hours. It was reported that the patient had tracheal scar tissue but no anatomic abnormalities.